Event description:
It was reported by the patient's attorney that allegedly in or about march 2022, the patient was implanted with a stryker trauma ortho device in her left leg. It is further alleged within six months the device broke requiring revision surgery.

Manufacturer narrative:
Please disregard MFR report # 0008031020-2023-00245 as per received op & implant information it was confirmed product is a competitor device. The imdrf codes have been updated to reflect this change.

Event description:
It was reported by the patient's attorney that allegedly in or about (B)(6) 2022, the patient was implanted with a stryker trauma ortho device in her left leg. It is further alleged within six months the device broke requiring revision surgery.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : legal case.